Event description:
During a review of a vns pt's programming history, it was noted that the pt was interrogated at unintended settings. On (B)(6) 2007, the pt was initially interrogated at 0 ma/20 hz/250 microsec/14 sec/1.8 min. The previous date of (B)(6) 2006 available shows the pt to be set to 2.75 ma/20 hz/250 microsec/14 sec/1.8 min. Consequently, an interrupted diagnostic test likely altered the pt's settings on (B)(6) 2006. The pt was then programmed back to 2.75 ma/20 hz/250 microsec/14 sec/1.8 min on (B)(6) 2007. Vns labeling recognizes the potential for altered device settings due to an interrupted diagnostic test. Practicing vns professionals are always encouraged to perform a final interrogation to ensure proper device settings.